Event description:
Patient was being transfused with rbcs [red blood cells]. When patient got up to go to the bathroom, patient discovered that some blood product had dripped on the floor. Writer & lead rn entered room and saw several ml of blood dripping out of the unused, clamped bag spike of the blood tubing. Confirmed tubing was clamped, added hemostat to tubing & bag on end of dripping end to ensure no more product would leak. Area cleaned up with bleach.